Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a partially broken off reservoir tube lip. However, the test reservoir locked properly in reservoir tube. The pump had a missing end cap sticker. No missing o-ring noted inside the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the reservoir compartment is cracked and missing a piece. The customer's mother stated that every time he change reservoir compartment o'ring comes out. The customer's mother was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis